Event description:
We received a report that an intraocular lens (iol) was explanted and replaced with another iol after the patient complained of seeing ''halos''. The iol was discarded at that time and will not be returned to the manufacturer.

Manufacturer narrative:
(B)(4). Prior to release to market, the iol met all manufacturing specifications. All pertinent information available to the manufacturer has been submitted.